Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was leaking from a hole in the tubing of the final line of a homechoice automated pd set with cassette. This event occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of this event. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in opening the door and removing the cassette. The patient advised they would begin therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and underwent leak testing, clear passage test, clamp function test and device-device interaction in simulation of use for therapy. The evaluation determined that there were multiple cuts on the tubing. One of the cuts was on the patient line, the others on the heater line, last fill line, supply line and drain line. The reported event was verified but the cause of the cuts that led to the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.